Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified tibialis anterior artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for a second, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported balloon rupture.

Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified tibialis anterior artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for a second, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.